Manufacturer narrative:
It was reported by the facility that the "teflon coating came off into patient at beginning of case". Multiple attempts were made to obtain additional details from the facility. Facility stated they had no further information in regards to this incident. It is unknown what type of procedure was being performed or how the teflon coating was removed from the surgical site. The sample was not returned for evaluation and a root cause cannot be determined. Medtronic is the manufacturer of this device. Medtronic has been notified and will conduct an investigation and make the determination whether any corrective action is indicated. Due to the reported incident and in an abundance of caution this medwatch is being filed. Device not returned.

Event description:
It was reported the teflon coating from the tip of cautery device fell into the patient.